Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: "imaging for native mitral valve surgical and transcatheter interventions".

Event description:
This is being filed to report that after the mitraclip procedure, recurrent mitral regurgitation occurred. It as reported through a research article identifying the mitraclip devices which maybe related to recurrent mitral regurgitation (mr). Details are listed in the attached article, titled imaging for native mitral valve surgical and transcatheter interventions. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint devices were not provided. The reported patient effect of mitral regurgitation (mr) as listed in the in the instruction for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.